Event description:
The surgeon implanted a collamer lens with model cc4204bf. The lens was damaged during implantation. The lens was cut, and removed with no pt injury. It is unknown if the device malfunctioned.